Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. Alerts triggered for high/undefined pacing impedance and a lead integrity alert. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.